Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. An internal inspection was performed that identified the w09 26-pin cable being properly seated in its connection to the power module pcb assembly. While the reported issue was unable to be reproduced, the improperly seated cable could potentially result in an intermittent device shut down. The connection was reseated, and the device underwent other repairs unrelated to the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off while on ac power during testing. The customer advised physio that they do not know if the device powered itself off on dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off while on ac power during testing. The customer advised physio that they do not know if the device powered itself off on dc power. There was no patient use associated with the reported event.